Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events that occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and the malfunction did not recur after the reset. The customer was able to continue using the pump.